Manufacturer narrative:
Mc1vr01-delsys. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the patient experienced cardiac tamponade. Medical intervention was performed. The leadless ipg was implanted, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product ID mc1vr01-delsys fdd c76126. If information is provided in the future, a supplemental report will be issued.